Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: hip dislocation 2 days after primary implantation. This event probably occurred during rehabilitation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Batch review performed on 21 february 2019. Lot 186547: (B)(4) items manufactured and released on 23 november 2018. Expiration date: 2023-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 185988: (B)(4) items manufactured and released on 27 september 2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner 2 days after amis primary. The surgeon revised the stem and head and the surgery was completed successfully.